Event description:
During a contract inspection of the device, a physio-control field service rep observed that the unit displayed the "connect cable" message when trying to pace or defibrillate through the hands-free cable. There was no pt use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and observed that the therapy connector ribbon cable was loose at the connector on the therapy board. The cable was reseated and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.